Event description:
A report was received that a pt underwent a pocket revision surgery due to experiencing stimulation at the pocket site. During the procedure, the physician noticed that the lead extension had been attached to the lead incorrectly during the initial implant procedure. The lead extension was screwed into the wrong part of the lead, and wires were exposed. The physician suspects the pt's pocket stimulation was due to exposed wires. The lead and lead extensions were replaced, and the pt is reportedly doing well.